Event description:
Pt underwent explantation of bilateral mammary prostheses, and subsequent bilateral augmentation with saline filled prostheses. Explanted right prosthesis found to be ruptured upon explantation.